Event description:
Customer states she received erroneous results for sodium and she reran over 20 samples. She provided only the following 3 patient results: patient 1, original result 134, repeat 140mmol per l. Patient 2, original result 126, repeat 140 mmol per l. Patient 3, original result 134, repeat 149 mmol per l. Customer states none of the erroneous results were released to physicians for treatment.

Manufacturer narrative:
The field service representative determined a defective sipper nozzle was the cause of the discrepancies and he replaced the sipper nozzle. He also replaced syringe seals, performed ise system cleaning and cleaned vacuum line. He performed ise check and ran calibration and controls to verify analyzer operation.